Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung wedge resection, the device fired and stapled only 1 cm of staple line and then stopped stapling, creating incomplete staple line at central part. Replaced by new devices to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.